Manufacturer narrative:
Additional lot #: m015748. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump stopped fill tubing at 9.8 units and requested a minimum of 50 units with multiple cartridges during the load process. The customer removed dust around the pneumatic tap and was able to reload the initial cartridge successfully. There was no reported impact to the customer's blood glucose level.